Manufacturer narrative:
Unit p-cap or reservoir locked properly in place and passed displacement test and selftest. Unit received with cracked case (battery tube) and corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen left side had crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.